Event description:
It was reported that during a rotational atherectomy treatment procedure, a rotawire guide wire fracture occurred. An ablation had initially been performed with one burr. After switching to another burr, prior to platforming, the 325cm floppy rotawire guide wire fractured. The rotawire guide wire was removed successfully without patient harm. A new rotawire guide wire was successfully used to complete the procedure. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: the unit was not returned by the customer; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).